Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision due to a bulge in the distal corporal body. The ipp was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision due to a bulge in the distal corporal body. The ipp was removed and replaced. There were no patient complications.